Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10th march 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-5028p-08, round delta tapered peek interference screw, with disposable sheath, 8 mm x 28 mm, its anchor broke during insertion. This was detected during a ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-5028p-08. There were no patient harm and no secondary procedure needed.